Manufacturer narrative:
Main investigation conclusion: the reported event of a burning sensation when in contact with the controller while connected to the mobile power (mpu) was not confirmed. No testing could be performed as the system controller was not returned for analysis. The submitted event log file contained approximately 16 hours of data ((B)(6) 2021 at 21:26:58 ¿ (B)(6) 2021 at 14:02:04 per the timestamp). The internal controller temperature was captured to be approximately 41 - 45 degrees celsius throughout most of the log file events; the internal controller temperature slightly increased to approximately 45 ¿ 47 degrees celsius from (b)(5) 2021 at 22:49:07 to (B)(6) 2021 at 09:27:40 while connected to the mobile power unit (mpu). No other temperature elevations were observed in the log file. The submitted controller periodic log file contained approximately 11.5 days of data ((B)(6) 2021 per the timestamp). The controller internal temperature was captured to be between 34 and 47 degrees celsius while connected to the mpu and between 38 and 47 degrees celsius while connected to 14v batteries. The pump maintained a speed above the low speed limit through the log file. No notable alarms were active in either log file. The temperature of the external controller housing, which would have been in contact with the patient during the reported event, could not be determined from the log file. Measurements of the external controller temperature could not be performed as the controller was not returned for evaluation. The minor internal controller temperature elevations observed in the log file while connected to the mpu were still within device specifications for the external controller housing. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook instructs the user not to place the system controller on bare skin for an extended period of time. The system controller's surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 patient handbook rev. C section 2, entitled ¿how your heart pump works¿, instructs the user not to place the system controller on bare skin for an extended period of time. The system controller's surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 patient handbook rev. C section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. The heartmate 3 patient handbook rev. C cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 17jul2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient felt a shocking/sharp/burning sensation from their controller when in contact with their skin. Small bumps were present in locations where the controller contacted the skin. This was reportedly only happening when tethered to the mobile power unit (mpu). A log file review was requested. Technical services (ts) reviewed the log file and observed clusters of pulsatility index (pi) events on (B)(6) 2021 and one, unsustained, low flow event with high pi on (B)(6) 2021. The controller temperatures within the log file were normal. It was recommended that the controller be placed inside the controller pouch as they sometimes get hot. The patient was advised to notify the hospital of any continued issues, but no further issues had been reported. No equipment was exchanged.